Event description:
During laparoscopic surgery, the endo catch gold bag ripped when being pulled out of the abdomen. A piece of the bag and some of the bags contents (including gallstones) fell back into the abdomen. They were successfully retrieved with an laparoscopic instrument.